Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a heart rate varying between 30 bpm and 50 bpm. This pacemaker's lower rate limit is set to 60 bpm. No further information was received. This system remains in service. No adverse patient effects were reported.